Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 45mg/dl with shakiness, and sweating, and they were receiving a sensor one error 1. During troubleshooting, customer support found the patient had taken acetominophen and was basing treatment decisions on the cgm, both of which are against the IFU. The bg excursion was attributed to training/misuse, and cts educates the patient. The sensor error is not being because insulin delivery from the pump is not interrupted and is not likely to cause an adverse event because the sensor and transmitter have no affect on insulin delivery. The user is also instructed not to solely use cgm technology when making dosing decisions with the pump. This complaint is being reported as the patient experienced hypoglycemia subsequent to use error.